Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and mildly tortuous anterior tibial artery. An unspecified guide wire was used to cross the lesion. A 1.5mm x 20mm x 142cm coyote es was used to dilatate the target lesion. There was no kink prior to use. The pressure of the first inflation was unknown. During the 2nd inflation, the balloon ruptured at 10 atmospheres. No resistance happened during the procedure. The balloon was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).